Event description:
It was reported that the patient experienced a lack of effect that began on (B) (6) 2009. There was no known event that could have attributed to the lack of effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)